Event description:
Valiant navion stent grafts were implanted during an endovascular procedure for the treatment of a thoracic aortic aneurysm  with the bow measuring 51mm and descending aneurysm of 74mm . 2 debranching procedures and a chimney technique were also performed using a non mdt stent graft. No leakage immediately after surgery was noted and progress was good. There were no problems with the follow-ups CT's that were performed every six months. (Contrast CT was not performed based on the patient's background. It was reported the patient complained of chest pain on an unknown date . A CT was performed which revealed a rupture in the descending aneurysm. The patient is stable. There was no stent expansion observed per the physician. Per the physician the cause of the event was not specified. No additional clinical sequalae was provided and the patient will be monitored. It was noted intervention may not be performed due to the patients old age.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: v nmc4343c218tj, serial/lot #: (B)(4), ubd: 19-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis conclusion: the reported aneurysm rupture was confirmed on the films provided; however the cause of the event could not be confirmed. Lack of pr e-implant cts did not allow for a thorough assessment of the pre-implant anatomy and lack of post-implant contrast images did not allow for analysis of endoleak from the stent graft. Analysis of the returned films did not reveal any obvious out of specification stent graft integrity issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.